Manufacturer narrative:
Product complaint # (B)(4). Investigation summary according to the information received, ¿patient underwent primary right corail/pinnacle tkr [month year] patient has subsequently has experienced dislocation of joint. Surgeon suspected the cup was in slightly more anteversion than intended. Patient has a +4/10 degree liner in-situ, which in its current orientation was impinging on the neck of the femoral stem, leading to dislocation. Procedure revision of acetabular liner and head change. Surgeon removed existing liner, replaced it with another +4/10 degree liner with the orientation changed. Upon removing the existing liner the surgeon noted an obvious 'dent' in the liner where the neck had been impacting it (see attachment with photos of explanted liner)¿. The product was not returned to depuy synthes, however photos were provided for review. Review of the photographic evidence found nothing indicative of a device nonconformance. No signs of dislocation between the femoral head and liner were observed on the provided evidence. The overall complaint was unconfirmed as the observed condition of the delta cer head 12/14 36mm +5 would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
It was reported that the patient underwent primary right corail/pinnacle tkr. Patient subsequently has experienced dislocation of joint. Surgeon suspected the cup was in slightly more anteversion than intended. Patient has a +4/10 degree liner in-situ, which in its current orientation was impinging on the neck of the femoral stem, leading to dislocation. Procedure revision of acetabular liner and head change. Surgeon removed existing liner, replaced it with another +4/10 degree liner with the orientation changed. Upon removing the existing liner the surgeon noted an obvious 'dent' in the liner where the neck had been impacting it. Doi: (B)(6) 2022; doe: (B)(6) 2023; affected side: unknown.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.